Event description:
During catheter removal resistance was felt catheter fractured. Approx 10 cm left in the body. Surgical intervention used for removal of broken piece. Recovered. Pt has history of manipulating intravenous.